Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in a/w channel¿, was confirmed. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the device. It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. An intermediate repair is required to replace the contaminated channels and return the instrument to the OEM specification. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: light cover glasses chipped and adhesive worn; optical cover glass chipped and adhesive worn; distal end adhesive lifted; adhesive on insertion tube bending section cover lifted; light guide tube minor delamination evident; image out of alignment; up/down and left/right angles not to specification and play evident; water flow and water removal not specification; electrical safety test not to specification; and automated air lest test failed due to leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope failed bath as pressure was too high. The issue was found during maintenance. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: white crystallized contamination consistent with a simethicone type product were evident within the air/water channel. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.